Event description:
It was reported the powered wheelchair joystick cable has disconnected and come out of the housing. As a result, the joystick is short circuiting which interferes with the consistent wheelchair operation.